Manufacturer narrative:
H4: the lot was manufactured from august 03, 2022 ¿ august 05, 2022. H10: the device was received for evaluation with 33ml fluid in the bladder. A visual inspection on the unit via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 46 hours, however after 50 hours the device still had significant residual volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.